Event description:
A pump declared an altitude alarm, which caused the customer's insulin delivery to be suspended. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to clean the speaker holes and reconnect the cartridge. After waiting, insulin delivery was successfully resumed, and the pump returned to normal operation. Technical support offered guidance to prevent future altitude alarms, which the customer acknowledged.